Manufacturer narrative:
The customer technical support (cts) representative indicated that the customer replaced the probe wipe, which was dirty, and primed the probe wipe wash lines through the solenoid screen. No further leaks were reported. There was no field service dispatched. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a clear fluid leak of unspecified volume (one drop) from the probe of a coulter act diff 2 analyzer while running a quality control sample. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The initial report stated that the leak was contained within the instrument; however, this was found to be incorrect as compared to the service report. The leak was not contained within the instrument. There was no exposure to the leak and no injury associated with the event.